Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer reported that the transmitter didn't blink and tried to change it and still didn't blink. Customer took the sensor out and found out that there was no cannula. Customer was advised that we are going to replace the sensor.